Event description:
Customer reported receiving inaccurate blood glucose tests. Customer rec'd readings of 190mg/dl compared to a lab reading of 88mg/dl within 10 mins. The results, when plotted on a parkes error grid, fell into the `c' zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. An investigation is in progess. A final report will be submitted when the investigation is complete.